Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the unit had a cross coupling between monopolar 1 and monopolar 2 and outside specification. The unit also had faulty steering relay power circuit board assembly(pcba). No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned sample did not meet specification as received by medtronic. The service center reported that during servicing, the unit's cross coupling test between monopolar 1 and monopolar 2 was found to be outside specification. The investigation isolated the failure to the steering relay board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The steering relay board was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.